Event description:
Physician was performing a laparoscopic low anterior resection for recto-sigmoid colon cancer. The endo-gia was inserted through a 12mm trocar site and as the device was fired, it was noted there was not adequate staple fixation of the bowel; noted at both the proximal and distal end. Procedure was converted to an open procedure at that point.